Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet.

Event description:
It was reported that during the implanting procedure, noise was observed on the right atrial (ra) and right ventricular (rv) channels. Another cardiac resynchronization therapy defibrillator (crt-d) was implanted. No patient complications have been reported as a result of this event.